Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fell off in mouth - oral-b [device breakage]. Does not fit. It will fit on but not secure - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b sensitive clean toothbrush heads were not secure on the oral-b toothbrush and fell off in their mouth while they were brushing. No injury was reported.